Manufacturer narrative:
D4: expiration date for lot r22c15123: 03/16/2027. H4: device manufacture date for lot r22c15123: 03/16/2022. D4: expiration date for lot r21g09043: 7/9/2027 . H4: device manufacture date for lot r21g09043: 07/10/2021 . H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Suspected lot #: r21g09043 and r22c15123. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked with an unspecified medication coming from the y-site. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.